Event description:
Per the patient, this is the second time his flange fixture has fallen out. The first time the fixture was caught on a car door pulling the fixture out (incident was not reported to manufacturer). During the second surgery, the surgeon reported the patient "had soft bone". The second fixture fell out (date not reported) while playing with his son. The patient has decided not to be reimplanted.

Manufacturer narrative:
This is a final report, the type of event is addressed in the device labeling.